Event description:
It was reported that on (B)(6) 2010, the patient underwent an uneventful left internal carotid artery stenting procedure with one xact stent. The patient did not show for the routine 30 day follow-up and was unable to be contacted. On a social security death index check, the patient's death was discovered. The date of death was documented as (B)(6) 2010. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of death is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effect and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.